Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right side pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast secretion female and absence of menstruation. Concurrent conditions included vitamin d deficiency since 2013, pituitary microadenoma since 2010, hyperprolactinemia since 2010 and obesity. Concomitant products included bupropion since (B)(6) 2018 and cabergoline since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / abdominal pain during intercourse") and abdominal pain lower ("sharp pain lower abdominal area right side"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("prolactin levels increased") and experienced libido decreased ("decreased sex drive"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea(cramping) beginning 2 days before menses and through out menses"), fatigue ("fatigue"), abnormal weight gain ("weight gain with abdominal gith significantly larger"), alopecia ("hair loss significant hair falling out") and abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia) heavy bleeding with large blood clots"). In (B)(6) 2015, the patient experienced solar dermatitis ("rash, particularly arms, when in direct sunlight"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and musculoskeletal pain ("shoulder pain / shoulder mainly on the right side"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), acne ("acne") and hirsutism ("hair growth on chin"). In (B)(6) 2016, the patient experienced eye irritation ("frequent eye burning"). On an unknown date, the patient experienced loss of libido ("loss of libido") and confusional state ("confusion") and underwent haemorrhoid operation ("hemorrhoidectomy"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of libido, solar dermatitis, dizziness, abnormal weight gain, acne, hirsutism, arthralgia, musculoskeletal pain, alopecia, abdominal pain lower and haemorrhoid operation outcome was unknown, the anxiety, depression, blood prolactin increased, libido decreased and fatigue had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, eye irritation and confusional state had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, arthralgia, blood prolactin increased, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, haemorrhoid operation, hirsutism, libido decreased, loss of libido, menorrhagia, musculoskeletal pain, pelvic pain, solar dermatitis and vaginal haemorrhage to be related to essure. The reporter commented: during placement one side was harder to place than the other side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic pain¿ concerning the injuries reported in this case, the following one were reported via social media: haemorrhoid operation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New event hemorrhoidectomy was added. Reporter information and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / right side pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, pituitary microadenoma since 2010, vitamin d deficiency since 2013 and hyperprolactinemia since 2010. Concomitant products included bupropion since (B)(6) 2018 and cabergoline since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / abdominal pain during intercourse") and abdominal pain lower ("sharp pain lower abdominal area right side"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("prolactin levels increased") and experienced libido decreased ("decreased sex drive"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea(cramping) beginning 2 days before menses and through out menses"), fatigue ("fatigue"), abnormal weight gain ("weight gain with abdominal gith significantly larger"), alopecia ("hair loss significant hair falling out") and abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia) heavy bleeding with large bloos clots"). In (B)(6) 2015, the patient experienced solar dermatitis ("rash, particularly arms, when direct sunlight"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and musculoskeletal pain ("shoulder pain / shoulder mainly on the right side"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), acne ("acne") and hirsutism ("hair growth on chin"). In (B)(6) 2016, the patient experienced eye irritation ("frequent eye burning"). On an unknown date, the patient experienced loss of libido ("loss of libido") and confusional state ("confusion"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of libido, solar dermatitis, dizziness, abnormal weight gain, acne, hirsutism, arthralgia, musculoskeletal pain, alopecia and abdominal pain lower outcome was unknown, the anxiety, depression, blood prolactin increased, libido decreased and fatigue had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, eye irritation and confusional state had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, arthralgia, blood prolactin increased, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, hirsutism, libido decreased, loss of libido, menorrhagia, musculoskeletal pain, pelvic pain, solar dermatitis and vaginal haemorrhage to be related to essure. The reporter commented: during placement one side was harder to place than the other side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic pain¿ most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received: reporters were added. Patient height was added. Event abdominal pain lower was added. Severity for the events pain / right side pain, dyspareunia / abdominal pain during intercourse, hip pain, shoulder pain / shoulder mainly on the right side were updated. Reporter causality comment was added. Concomitant conditions and drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced blood prolactin increased ("prolactin levels increased"), libido decreased ("decreased sex drive"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea(cramping) beginning 2 days before menses and through out menses"), fatigue ("fatigue"), weight increased ("weight gain with abdominal girth significantly larger"), alopecia ("hair loss significant hair falling out") and abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia) heavy bleeding with large blood clots"). In (B)(6) 2015, the patient experienced rash ("rash, particularly arms, when in direct sunlight"). In (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), acne ("acne") and hirsutism ("hair growth on chin"). In (B)(6) 2016, the patient experienced eye irritation ("frequent eye burning"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), dyspareunia ("dyspareunia"), arthralgia ("hip pain") and confusional state ("confusion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, loss of libido, rash, dizziness, weight increased, acne, hirsutism, arthralgia, musculoskeletal pain and alopecia outcome was unknown, the anxiety, depression, blood prolactin increased, libido decreased and fatigue had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, eye irritation and confusional state had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, blood prolactin increased, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, hirsutism, libido decreased, loss of libido, menorrhagia, musculoskeletal pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106.576 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media fatigue, pelvic pain¿. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication events prolactin levels increased, decreased sex drive, vaginal bleeding, menorrhagia) heavy bleeding with large blood clots, rash, particularly arms, when in direct sunlight, dizziness, dysmenorrhea(cramping) beginning 2 days before menses and through out menses, dyspareunia, frequent eye burning, fatigue, weight gain with abdominal girth significantly larger, acne, hair growth on chin, hip pain, shoulder pain, hair loss significant hair falling out, bloating and confusion added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and loss of libido ("loss of libido"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression and loss of libido outcome was unknown. The reporter considered anxiety, depression, loss of libido and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.